Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it although it can be presumed that it was due to the occurrence of leakage from around the light guide lens. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by handling the device in accordance with the following instructions for use: IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device. Correction: the initial medwatch reported the distal end rubber coating was dirty, indicating incorrect or insufficient reprocessing. However, the customer confirmed they do not perform the remaining reprocessing steps, once leakage is detected in scope. The scope is wiped off with the help of gauge piece or lint free cloth and air dried. And certainly not immersed in any type of solution. Therefore, there was no incorrect or insufficient reprocessing. Per the legal manufacturer, the dirty end rubber coating has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus the gastrointestinal videoscope was experiencing air/water leakage from the suction channel, leakage from connector-cover around the light guide lens, and coating of light guide lens during reprocessing. There were no reports of patient harm or impact associated with the event. Inspection and testing of the retuned device revealed the distal end rubber coating (a-rubber) was found to be dirty. This was attributed to failure to clean the device adequately. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer¿s allegation of leakage was confirmed. The evaluation revealed the following findings: air/water leakage from the instrument/suction channel, image guide protector had a cut, connector-cover had a dent, video connector had a scratch, universal cord had a scratch, scope-cover had a scratch, connecting tube had a dent, grip had a scratch, due to wear of angle wire, the play of up/down knob was out of the standard value, switch box had a scratch, light guide connector had a scratch, control unit had a scratch, connecting tube had a wrinkle, due to wear of angle wire, bending angle in down direction did not meet the standard value, due to wear of angle wire, bending angle in left direction did not meet the standard value, due to wear of angle wire, bending angle in right direction did not meet the standard value, due to deformation of nozzle, water removal ability did not meet the standard value, suction-cylinder was shaved- causing the suction volume to not meet the standard value, due to a crack on c-cover, insulation resistance value at distal end did not meet the standard value, video connector case had a scratch, universal cord was sticky, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of right/left knob was out of the standard value and leaking at the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.